Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer¿s blood glucose level was 46mg/dl at the time of the incident. The customer reported that they had a low blood glucose event. Patient's blood glucose at time of incident was 46 mg/dl. Patient's current blood glucose was 128 mg/dl. Patient has treated with food. Based on customer report customer does not allege pump was over delivering. The customer will monitor the pump and blood glucose. The insulin pump will not be returned for analysis.